Event description:
The pt services rep (psr) assisting a (B)(6) old female pt contacted zoll lifecor customer support service to report that the pt's battery charger was not powering on. He tried it on multiple outlets but could not get anything to appear on the screen. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem (charger is not powering on) was confirmed. The cause of the charger not powering on was defective power supply brick. The root cause of the faulty power supply brick cannot be positively determined. The charger was otherwise fully functional. No adverse event resulted from the defective power supply brick. The pt received a replacement battery charger.